Event description:
It was reported that after dilatation, the catheter couldn't be removed through the introducer. Both items were removed as a single unit without further complications being reported. No replacements were necessary as the case had been completed using the reported items.